Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma and small evisceration near the insertion site. Percloses were placed but were unsuccessful. Two units of blood were transfused and a balloon tamponade was placed. A surgical cut down and closure was performed. The patient was in stable condition.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary no product return (asae/hematoma & major bleed): the cause of the access site adverse event was user related as patient restless, perclose and manta failure. Device history lot device lot : s9596064 device history batch subcomponent lot: n/a device history review as per (B)(4) 4 introducer failed from batch #s9596064 due to one performing visual inspection and found hair inside breather bag. One found glue stain on tyvek, two breather bag is punctured, and two found creases/wrinkles which affect seal integrity. Mrb team met to review the qty=5 units sent to mrb. Qty=2 with foreign material, qty=2 with packaging damage, and qty=1 with seal artifact conditions were all found to be nonconforming to article specification requirements and dispositioned as rtv .the rest of this introducer lot s9596064 passed all incoming inspection checks.